Manufacturer narrative:
The field service representative (fsr) replaced the uas and completed testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the ultrasonic air sensor (uas) was alarming erroneously. As mitigation, the sensor was reset and used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up the abd was activated from the central control monitor (ccm). Miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. The abd was left to run on a circuit for several hours to see if it would spontaneously alarm and it did not. It was determined that the abd functioned as intended.